Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg had an increased recharge burden. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Weight / the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient's old ipg was explanted and a new one implanted. No reported complications and therapy reported post-surgery.